Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and severely calcified left peroneal artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres (atm) for seconds, the balloon ruptured. The balloon was removed and another 2mm x 40mm x 144cm coyote es balloon catheter was advanced, but it also ruptured during inflation at 6 atm for seconds. A 2 mm x 40 mm x 150 cm sterling balloon catheter was opened, and it was successfully inflated over the lesion. The procedure was successfully completed with atherectomy using a 1.5 mm rotablator and angioplasty with a 2.5mm x 220mm x 150cm coyote balloon. There were no patient complications reported.